Manufacturer narrative:
Occupation is the parent of the patient. The meter and test strips were requested for investigation, however, there are no test strips remaining to return. The meter has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 1.5 inr. The laboratory result was 3.5 inr. The laboratory result was obtained 5 minutes after the meter result. The customer ran another test on a different coaguchek xs system and the result matched the laboratory result. The actual result was not provided. The patient's therapeutic range was requested, but not provided.

Manufacturer narrative:
Relevant retention test strips were measured with the returned meter with a high level control sample. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr results: all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred.